Event description:
The customer reported that the device displayed the battery and service wrench icons in the readiness display when a new battery was installed. When physio-control evaluated the device it would not boot up properly. There was no pt associated with the report.

Manufacturer narrative:
Physio-control replaced the main pcb assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.